Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to multiple MRI require for traumatic brain injury. The patient was reimplanted with another cochlear device during the same surgery.